Event description:
Reported false positive result for quickvue otc. Consumer repeated testing 2 twice more with same result. The consumer communicated the result was confirmed negative by molecular (pcr testing), done three times and all resulting the same. Additional mdrs to be filed for each event.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.